Manufacturer narrative:
The steroid plug slipped out and may have been the cause of the dislodgegment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead dislodged and was replaced.